Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be a defective o2 cell. The correction made was to replace the o2 cell and perform the o2 cell calibration, also the o2 cell calibration valves (pn 394055) were replaced and the device became operational. No further investigation or correction will be performed except those mentioned above. There was no patient or user harm. The event is not reportable due to the reasons outlined in section 6.5. Date: 16.05.2023 name: (B)(6).

Event description:
Oxygen alarm (high/low) without tf5507.